Manufacturer narrative:
No result from analysis causes the MFR to believe that the problem was due to product being out of specification. The MFR believes that the problem was due to the anatomic configuration of the patient. The curves were too great. The product exceeded the physical limit of its usability. #2 pages.

Event description:
The physician attempted a right femoral approach for vena cava filter placement. As he advanced the filter through the sheath, the sheath kinked near the iliac bifurcation. He continued to try to advance the filter, pushing until a hook on the leg of the filter engaged the sheath, preventing further advancement. He then removed the sheath and filter. He attempted to place another MFR's filter via the same approach and that filter broke. A third filter was successfully placed through the right femoral approach. The pt remains stable and has suffered no adverse effects from the procedure.